Manufacturer narrative:
H3, h6: the investigation is ongoing. The root cause has not been identified. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of a patient injury involving the magnetom sola system. It was stated that after positioning the patient on the table the operator scheduled acquisitions for the execution of the sequence. On the speaker of scanner, the patient heard that the table would move again for centering of cervical area. As the table starts moving, the patient screams in pain and presses the squeeze ball. The patient's arm was stuck between the bore and the table. Per the complaint report a CT scan confirmed a fracture of the humeral head, which requires surgical intervention.

Manufacturer narrative:
H3, h6: siemens healthineers (siemens) completed the investigation of the reported event. Siemens experts investigated the complaint issue based on the provided information and concluded that the system works as specified. The investigation has shown that there is no indication of a malfunction of the table or the squeeze ball. Siemens communicated to the customer regarding the importance of patients being positioned securely on the table for measurements. It is also stated in chapter 2.2.5 "mechanical hazards" in the operator manual that the patient¿s arms and legs should be secured with straps so that the patient cannot be caught between the tabletop and the magnet cover. This complaint has been closed. No further action is warranted.